Event description:
It was reported that a user experienced a dexcom g7 continuous glucose monitor (cgm) pairing failure that led to a ¿dosing stops soon¿ notification on the ilet system, and pairing was restored after the user toggled the g7 connection off and on and restarted the sensor with guidance. Symptoms included risk of interrupted automated insulin dosing due to unavailable cgm data with no reported adverse clinical symptoms. Outcomes included a temporary interruption to automated dosing until cgm pairing resumed with no health impact or medical intervention. User support included troubleshooting and education performed during the call. Investigation of this case revealed a cgm pairing issue, with recovery achieved through connection reset and sensor restart, indicating a transient connectivity problem between the cgm and the responsible device. It was concluded, based on previously established findings for similar reports, that the cause was user-interface or communication disruption consistent with device-use environment or connectivity limitations.